Manufacturer narrative:
Other system components: model number/catalog number: 72404161, serial number: n/a, batch/lot number: 1000226445, model/catalog description: reservoir 65ml pc. Model number/catalog number: 72404272, serial number: n/a, batch/lot number: 0184920007, model/catalog description: cx 15cm snap fit rt.

Event description:
It was reported that a patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to inflammation. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well. The cause of the inflammation is unknown.

Event description:
It was reported that a patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to inflammation. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well. The cause of the inflammation is unknown.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump krt was cut down to the pump block, however, the pump was able to be functionally tested and failed the activation test. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the reported allegation of inflammation could not be confirmed through product investigation but is included as adverse events in the product labeling. Product analysis is unable to confirm the allegation of inflammation nor a device malfunction related to these reported events. Other system components: model number/catalog number: 72404161. Serial number: n/a. Batch/lot number: 1000226445. Model/catalog description: reservoir 65ml pc. Model number/catalog number: 72404272. Serial number: n/a. Batch/lot number: 0184920007. Model/catalog description: cx 15cm snap fit rt.

Manufacturer narrative:
Additional information received that the patient had a surgical procedure to implant a new ipp device on (B)(6) 2020. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump krt was cut down to the pump block, however, the pump was able to be functionally tested and failed the activation test. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the reported allegation of inflammation could not be confirmed through product investigation but is included as adverse events in the product labeling. Product analysis is unable to confirm the allegation of inflammation nor a device malfunction related to these reported events. Other system components: model number/catalog number: 72404161; serial number: n/a; batch/lot number: 1000226445; model/catalog description: reservoir 65ml pc; model number/catalog number: 72404272; serial number: n/a; batch/lot number: 0184920007; model/catalog description: cx 15cm snap fit rt.

Event description:
It was reported that a patient experienced a procedure to remove a inflatable penile prosthesis(ipp) device due to inflammation. The patient then had another procedure to implant a new device. The patient outcome was reported to be well.